Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen was black. A technical support specialist assisted the customer in unplugging and replugging the station. The customer confirmed that the station was now powering on. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es device had black screen on the station. Customer reported that this malfunction occurred while trying to issue a medication to a patient and causing delay. There were no adverse events or injuries reported based on this event.